Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per pre-decontamination evaluation, the crimp balloon was torn. Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), via subclavian approach via cutdown on the left side, the 26 mm commander delivery system was advanced through the 14fr esheath without difficulty. The valve alignment occurred without difficulty or tension in the system.  There was no tortuosity in the vessel where alignment occurred.  The valve was placed across the annulus and the flex catheter was pulled back to the middle marker. Upon attempting to inflate the valve, the balloon did not inflate although it was confirmed that fluid was pushed in with the atrion inflator. Blood was noted in the atrion, consistent with a balloon rupture.  The valve was not expanded at all, which was confirmed with fluoroscopy. The flex catheter was re-advanced to be right next to the undeployed stent, and the delivery system and sheath were removed from the patient without incidence. A new delivery system and valve were prepared and implanted successfully. There was mild pvl noted after the successful implant. Additional information found that upon being extubated after the procedure, the patient was found to have had a stroke.  Unfortunately during his post op course he aspirated.  He was sent to a skilled nursing facility and passed away.

Manufacturer narrative:
Update to event patient status. Additionally, a voluntary medwatch was received from the site. Although the lot number does not match on the voluntary medwatch, the description, patient age, patient sex, event date  (only month was provided), and device model number match. The voluntary medwatch number 2700040000-2019-8011.

Manufacturer narrative:
The 3mensio showed a tortuous subclavian anatomy with some calcification. Per visual inspection, the crimped valve was returned on the inflation balloon with the flex tip flush against the valve. After pulling back the flex shaft, a crimp balloon tear was confirmed proximal to the inflation to crimp (I/c) balloon bond. Intima was observed on the outflow side of valve and bent struts were observed on the outflow side of the valve. The complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the device. Crimp balloon double wall thickness measurements were taken proximal to the tear since the distal portion consists of the inflation and crimp (ic) balloon bond. A thin wall could leave the balloon more susceptible to tears or be indicative of a manufacturing non-conformance. All measurements met the specification. A DHR review was performed for the components related to the manufacturing of the devices and components that could potentially contribute to the complaint.  This did not reveal any manufacturing non-conformances that could have contributed to the complaint events. Review of the lot history revealed no other similar complaints. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (april 2018 to march 2019) revealed other similar complaints with returned devices for ¿balloon - torn¿. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for the trend category. The instructions for use (IFU), system preparation manual, procedural training manual, and subclavian and axillary approach procedural training manual were reviewed for instructions and guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. During manufacturing, multiple visual inspections and tests were performed throughout the process. Inspections performed during manufacturing and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. Dimensional testing of the returned device did not reveal any manufacturing non-conformances as the double wall thickness of the crimp balloon was within the specification. In addition, review of lot history, complaint history, DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Per the case notes, since no de-airing difficulty was reported during device prep, the device likely had no issues with the balloons out of box. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). The pra identifies the increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. Although valve alignment was said to be performed in a straight section, any bends or angles could result in increased forces being applied to the bond area. Imagery review revealed some tortuosity in the anatomy. The thv may unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip if bends/angles are present during valve alignment. This can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Based on available information, the complaint may have occurred due to patient (tortuosity) and/or procedural (high valve alignment forces) factors. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system. The content consists of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), via subclavian approach via cutdown on the left side, the 26mm commander delivery system was advanced through the 14fr esheath without difficulty. The valve alignment occurred without difficulty or tension in the system.  There was no tortuosity in the vessel where alignment occurred.  The valve was placed across the annulus and the flex catheter was pulled back to the middle marker. Upon attempting to inflate the valve, the balloon did not inflate although it was confirmed that fluid was pushed in with the atrion inflator. Blood was noted in the atrion, consistent with a balloon rupture.  The valve was not expanded at all, which was confirmed with fluoroscopy. The flex catheter was re-advanced to be right next to the undeployed stent, and the delivery system and sheath were removed from the patient without incidence. A new delivery system and valve were prepared and implanted successfully. There were no adverse effects noted to the patient and the patient was discharged from the or to the ICU post procedure. There was mild pvl noted after the successful implant.